Event description:
My name is (B)(6) I have bought this device neurofeedback from (B)(6). This company "claims lies", filters negative reviews, threatens those who speak out. They sold the device without a prescription. Misbranding leading to serious disabling adverse effects, severe memory and cognitive impairment. Eeg testing "amiable" harming ability to function leading to ticks and academic dismissal. Worse, they refuse to fix it! I am willing to sit and monitor my conditions. They try to raise public against FDA and (B)(6) that this device is safe. This device is dangerous, I had it. I had 300 sessions, even more drugs I take now to ward off its adverse effect. "Is not helping". This company, is a scam they do, from waste abuse as well as scamming veterans. What can you do, it ruins my life. They send threats every time I post to (B)(6) and they use their employees to put fake reviews on their site and some other site. They are criminals and you can use my result to recall this device and seize them. I am proof of injury.